Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was having issues downloading the insulin pump to carelink pro. Customer stated it was reporting test failed. The device also had issues communicating with the meter. The battery bars are showing on the device. Customer was advised to upgrade software. Blood glucose was not captured. No further information reported.